Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient stated that the reservoir is protruding way out and it is as big as half of a baseball ball. However, he saw his doctor a week ago an said it was ok. The patient indicated that he wanted another lgx but the physician implanted a cx.